Manufacturer narrative:
Initial.

Event description:
It was reported that the ilet¿s sleep/wake button was unresponsive, requiring multiple presses to power on, with vibration occurring but the display not illuminating, consistent with a key or button not working and involving the switch component. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed an electrical problem associated with the sleep/wake switch, aligning with an unresponsive button on the device. It was concluded, based on previously established findings for similar reports, that the cause was traced to a component failure.